Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported sensing anomaly was confirmed in the laboratory. Analysis found the atrial sensing was not functional. The failure was traced to an anomalous component.

Event description:
It was reported that the patient presented in the or for lead revision due to undersensing of afib. Device issue suspected. Device was explanted and replaced.